Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Result: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation via magnification observation, and the customer's indicated failure mode for foreign matter was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot #5055342 and no issues were identified. Conclusion: conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that there was a white fiber foreign matter on bd vacutainer® 21 g x 1.5 in. Multi sample blood collection needle. No injury or medical intervention.